Event description:
It was reported that a base hardware failure and defective battery was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device in excellent condition. The pump event history showed a base hardware failure also battery communication timeout error in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, during power up process. Base hardware failed was found at power up process, moments later battery communication timeout error, then a battery communication timeout error followed. The interconnect board does not operate as intended which also caused the battery communication timeout. The root cause of the reported issue was unable to be determined, no physical or any other damaged was found on interconnect board. The technician did not repair the pump.